Event description:
The hosp reported while preparing for an endoscopic vein harvesting procedure, the hemopro device was plugged in and began overheating/glowing before it was activated. The cable was switched and the same problem occurred. The device was not used on the pt. The hemopro device was then replaced with a new one and the device functioned properly. The procedure was completed as normal with no pt involvement. The power setting was 2.5 as per the IFU recommendations.

Manufacturer narrative:
Maquet received this device on 11/17/2009. The initial visual inspection showed that the cold jaw boot insulations had a burnt mark and the hot jaw boot was melted. Add'l testing is required in order to complete a thorough investigation. A supplemental report will be submitted when the investigation has been completed. (B)(4).